Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loosened, cracked or damaged. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time due to corroded electronic assemblies.